Event description:
Pt underwent pacemaker placement on 4/4/94 recently experienced two near syncopal spells. Pacemaker evaluations revealed high lead impedance. Lead removed and replaced due to possible lead fracture on 6/22/94